Event description:
Reportedly, when an attempt was made to defibrillate the pt with the device, the defibrillator would not discharge energy. Device power was cycled off and on a couple of times in unsuccessful attempts at correction. The pt was not resuscitated.